Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the vision and refraction are noted to be on target with the outcome. The patient is a hyperopic patient with monovision and is unhappy with complaints of blurry vision at all distances. The monovision does not fulfill the patients visually demanding job and the patient is not satisfied with the glasses and monovision contacts.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported stage three plus diffuse lamellar keratitis one day post lasik treatment. The patient reported blurry vision. The topical steroids were increased and the patient was placed on oral steroids. Upon additional follow up, the symptoms have resolved postoperatively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.